Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the right master tool manipulator (mtmr) on surgeon side cart 1 (ssc1) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to be reproduce the customer reported complaint during calibration (via matlab). A4 motor cable, axis 4 motor, slip ring assembly and slip ring board will be replaced as a fix. No image or video was available for review. An event verification confirmed the malignant hysterectomy procedure was performed on the reported event date on (B)(6) 2022 on system rsk8031. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23008 and 23013 on the mtmr, axis 3 related to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the usm 3 and 4 stopped working on the psc and the surgeon moved over to the second console to proceed with procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the universal surgical manipulator (usm) 3 and 4 stopped working on the patient side cart (psc). The surgeon moved over to the second console to proceed with procedure. The right master tool manipulator (mtmr) was limp and appeared to be in an errored state. An isi technical support engineer (tse) observed errors 23008 and 23013 on surgeon side cart (ssc). The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.